Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. This unit was returned for failure analysis, and the reported 23098 error was confirmed and replicated. In logs, error 23098 was found indicating brake state mismatch error on armnet1, usm axis 1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where advance break check test was errored out of yaw replicating the reported event. As a result of these findings, failure analysis concluded that the yaw motor module was found to be the root cause of the reported event.

Event description:
It was reported that prior to start of a da-vinci-assisted surgical procedure, customer encountered a non-recoverable error. The procedure was aborted to another dv system with no reported injury.